Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported inappropriate therapy could not be conclusively determined. (B)(4).

Event description:
During a follow-up, it was noted that inappropriate therapy was delivered to the patient during an episode of ventricular fibrillation the device was reprogrammed and the issue resolved. The patient is stable.